Event description:
It was reported that a patient experienced post-operative bleeding following a procedure that used the conblator ii controller. The surgeon is alleging that the settings on the controller did not seem accurate, which led to inaccurate output through the wand, resulting in the post-operative patient bleed. No additional details were provided regarding the patient outcome or any additional treatment that may have been administered to the patient as a result of the incident.

Manufacturer narrative:
The complaint could not be verified and a root cause could not be determined in association with the subject controller as the unit functioned as intended and all voltage output readings were within specified ranges when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes. Insufficient saline flow to the surgical site. Surgical technique. The patient's compliance to post op instructions. The types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.